Event description:
Films from the procedure were reviewed and show that the endurant bifurcated stent graft was implanted into the left iliac, and extended with another endurant limb into the left external iliac artery. An aneurx limb was used as the contralateral limb. Angio images could not clearly see a distal type I endoleak in the right iliac; however, a possible junctional type iii endoleak was seen between the bifur gate and contralateral limb. An image shows an additional aneurx distal extension was placed in the rcia, and another aneurx limb was implanted across the bifur gate and contralateral limb. No obvious endoleak was seen within the contralateral limb at the final image. A final image thorough the ipsilateral limb was not performed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58 mm abdominal aortic aneurysm and there was a 33 mm diameter by 45 mm length left iliac aneurysm approximately three weeks ago. The iliac arteries had mild tortuosity. The supra-renal neck angle was 26 degrees and the infra-renal neck angle was 52 degrees. The right iliac aneurysm was 23 mm in diameter and the distal diameter of non-aneurysmal neck of right iliac artery was 18 mm. It was reported that the final angiogram revealed a distal type I endoleak in the right iliac artery and the decision was made to implant an aneurx iliac limb which successfully resolved the distal type I endoleak. It was also reported that there was a possible junctional type iii endoleak that was repaired with an aneurx iliac limb. The patient was released from the hospital three day post procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (aneurysmal iliac arteries). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aneurysmal iliac arteries).